Event description:
Patient reported a result of 4.7 inr on the coaguchek xs system at 12:00 while a comparison lab returned as 1.2 inr at 14:00. The patient had gone to the emergency room (ER) due to pain in his leg. A blood clot was discovered, and the patient was hospitalized for 7 days. The patient reports his leg still hurts. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.